Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were sent to an emergency room and was put in an magnetic resonance imaging machine and the insulin pump was exposed. The customer stated that the insulin pump received alarms and that could not change the screen. The customer's blood glucose level was 125 mg/dl at the time of the incident. The customer was assisted with troubleshooting for motor error. The customer stated that the drive support cap appeared normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.